Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 5 minutes: 238 mg/dl and 136 mg/dl (aviva system) and 88 mg/dl and 103 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.